Event description:
It was reported that, "patient fell. The doctor removed the baseplate and proceeded to stemmed universal baseplate with ts poly. This addressed ligament stability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) is not available due to hospital policy. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.